Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few hours could not walk, hurt to kneel down, knees were swollen to gargantuan size, knee pain was between 9 and 10 constantly, and brought tears to his eyes and could barely hobble as long as someone helped him up from a sitting position, after unknown latency had pain in his calves that was an 8 or 9 on the pain scale. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication and concurrent condition was provided. Patient had no history of allergy to chicken, eggs, feathers, or bird protein and was not treated with any immunosuppressants. The patient had no prosthetic devices in his body. Patient had previously received synvisc-one two times in the knees, and he described that experience as "grand, awesome" in terms of the benefit he received, but had no other recent knee therapy. On (B)(6) 2017, at 04:00 pm patient received treatment. With intra- articular synvisc one injection, at a dose of 48 mg, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) for knee pain. By about 10 pm that evening, the patient noticed that it hurt to kneel down, and when he checked his knees, both were swollen to gargantuan size. By midnight that night the patient could not walk, or could barely hobble as long as someone helped him up from a sitting position. It was reported that his adverse knee reaction symptoms started to improve on 13 or (B)(6) 2017, and improvement had been consistent, but he was still far from back to where he was prior to the synvisc-one injections. On a scale of 0 to 10 with 0 no pain and 10 the worst pain, the patient said prior to synvisc-one injections his pain in both knees was at 0, and he was getting the injections to maintain his knees and for the flicker of pain he sometimes got in his knees. After the synvisc one injections, the patient stated that his knee pain was between 9 and 10 constantly, and brought tears to his eyes. Treatment of the synvisc-one reaction consisted of naproxen which did not work well, then meloxicam, tylenol, and a methylprednisolone tapering dose. On (B)(6) 2017, patient's pain in his left knee was about 2 or 3 and in his right knee about 6 or 7. The patient stated that his knees, though swollen, did not seem to be red or hot. Patient also experienced pain in his calves that was an 8 or 9 on the pain scale. The patient experienced no fever, and his knees were not drained, and no cultures were performed. The patient was in overall good health. Also reported that the synvisc-one was ordered into his doctor's office, so he had no information on storage. The patient stated that no other medications were injected into his knee along with the synvisc-one. Corrective treatment: naproxen, meloxicam, paracetamol (tylenol) and a methylprednisolone tapering dose for all events except device malfunction outcome: recovering for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who was unable to walk, had pain upon movement, calf pain, mobility decreased, knee swelling and knee pain after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
Could not walk [unable to walk]. Hurt to kneel down [pain upon movement]. Pain in his calves that was an 8 or 9 on the pain scale [calf pain]. Could barely hobble as long as someone helped him up from a sitting position [mobility decreased]. Device malfunction [device malfunction]. Knee pain was between 9 and 10 constantly, and brought tears to his eyes/some pain with flexion/ diffuse tenderness about the knees [knee pain] ([condition worsened], [knee swelling], [discomfort in joints], [effusion (l) knee]). Rbc low [rbc decreased]. Hemoglobin low [hemoglobin decreased]. Hematocrit low [hematocrit decreased]. Burning, aching and dull right shoulder pain [shoulder pain]. Impingement syndrome/ rotator cuff tendonitis [impingement syndrome shoulder]. Case narrative: based on the information received on 04-jun-2021 the case was identified as duplicate of case (B)(4), all the information from case (B)(4) was transferred to case (B)(4) and the case (B)(4) was prepared for deletion. Clinical course updated and text amended accordingly. This case was cross referenced with case ID (B)(4) and (B)(4) (duplicate). This unsolicited legal case from united states was received on 21-dec-2017 from a patient. This case concerns a 57 years old male patient who received treatment with synvisc one injection and after few hours could not walk, hurt to kneel down, knees were swollen to gargantuan size/significant swelling, discomfort in both knees, knee pain was between 9 and 10 constantly, and brought tears to his eyes/some pain with flexion/ diffuse tenderness about the knees and could barely hobble as long as someone helped him up from a sitting position, after unknown latency had pain in his calves that was an 8 or 9 on the pain scale. Also, device malfunction was identified for the reported lot number. Also, after 14 days, patient's rbc was low, hemoglobin low, hematocrit low and burning, aching and dull right shoulder pain. After 3 months 27 days, patient was diagnosed with impingement syndrome/ rotator cuff tendonitis. Medical history included right knee arthroscopy on (B)(6) 2014, lower back pain since many years and left buttock pain with some radiation into the lateral thigh, left leg tingling for 1 month, pain in both knees, right medial knee pain for 6 weeks, pain in tail bone, aching and throbbing pain and stiffness in left index finger, arthritis, lower lumbar pain and burning since spring of 2015, no specific injury, myofascial pain, piriformis dysfunction, bilateral hand osteoarthritis and bilateral osteoarthritis of knee. Patient had no history of allergy to chicken, eggs, feathers, or bird protein and was not treated with any immunosuppressants. The patient had no prosthetic devices in his body. Patient did not use tobacco. Patient had previously received synvisc-one two times in the knees (on (B)(6) 2016 and (B)(6) 2017) for osteoarthritis in both knees, and he described that experience as "grand, awesome" in terms of the benefit he received, but had no other recent knee therapy. On (B)(6) 2017, at 04:00 pm patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) for knee pain and bilateral osteoarthritis after preparing both knees in sterile fashion. The patient tolerated the procedure well. On the same day, 5 hours after the injections, patient had significant swelling and discomfort in both knees (musculoskeletal discomfort). Patient was placed on medrol dosepak and continued taking meloxicam. Patient was also doing compression and ice. By about 10 pm that evening, the patient noticed that it hurt to kneel down (pain), and when he checked his knees, both were swollen to gargantuan size (joint swelling). By midnight that night the patient could not walk (gait disturbance) or could barely hobble as long as someone helped him up from a sitting position (mobility decreased). It was reported that his adverse knee reaction symptoms started to improve on (B)(6) or (B)(6) 2017, and improvement had been consistent, but he was still far from back to where he was prior to the synvisc-one injections. On a scale of 0 to 10 with 0 no pain and 10 the worst pain, the patient said prior to synvisc-one injections his pain in both knees was at 0, and he was getting the injections to maintain his knees and for the flicker of pain he sometimes got in his knees. After the synvisc one injections, the patient stated that his knee pain was between 9 and 10 constantly, and brought tears to his eyes (arthralgia). Treatment of the synvisc-one reaction consisted of naproxen which did not work well, then meloxicam, tylenol, and a methylprednisolone tapering dose. On (B)(6) 2017, patient's pain in his left knee was about 2 or 3 and in his right knee about 6 or 7. The patient stated that his knees, though swollen, did not seem to be red or hot. Patient also experienced pain in his calves that was an 8 or 9 on the pain scale (pain in extremity). The patient experienced no fever, and his knees were not drained, and no cultures were performed. The patient was in overall good health. Also reported that the synvisc-one was ordered into his doctor's office, so he had no information on storage. The patient stated that no other medications were injected into his knee along with the synvisc-one. On (B)(6) 2017, patient's red blood cell (rbc) was 4.24 m/ul (l)(range: 4.40-5.80 m/ul) (red blood cell count decreased), hemoglobin: 13 g/dl (l) (range: 13.5-17.5) (hemoglobin decreased), hematocrit: 39.3 % (l) (range: 40.0-50.0) (haematocrit decreased). As of (B)(6) 2018, it was reported that for a couple of weeks, knee had improved significantly. Last two weeks were essentially stable and he continued to have swelling in the left knee and pain in both knees extending down into the medial calves, worse with increased activity or after being sitting for an hour and not moving his knees (condition aggravated). Left knee has a 1 to 2+ effusion (joint effusion) and right knee was without effusion. There was a mild diffuse tenderness about the knees, some pain with flexion. Also reported that both the knees were slowly improving after synvisc one injections of the contaminated batch. Patient would continue meloxicam, activity modification, ice, anti-inflammatories, topical analgesics and would be followed up in a month. As of (B)(6) 2018, it was reported that patient had about 80% to 90% improvement in terms of symptoms but was not quite down to his baseline yet. Patient had x-rays of both knees on the same day and ap, lateral, sunrise and notch views of both knees showed moderate to moderately severe osteoarthritic changes with joint space narrowing, subchondrial sclerosis and small osteophytes. Patient would continue meloxicam and would be given some physical therapies visit for the distal it band syndrome on left knee that probably flared up as a result of the change in the way patient walked and generalized inflammation on joint after the contaminated synvisc one injections. On an unknown date in 2018, patient experienced burning, aching and dull right shoulder pain (severity was 7 on pain scale) (arthralgia) worse with extension of his arm and improved with keeping the arm close by his side. Patient was not taking any medications/physical therapy for the pain. On the same day, patient had x-ray and ap, true ap, axillary and y-views showed some ac joint osteoarthritic change and cystic bony lesions in the anteroinferior glenoid consistent with his old bankart lesion repair. Impression was right shoulder early glenohumeral osteoarthritis, probable impingement syndrome (rotator cuff syndrome). On (B)(6) 2018, patient had MRI of right shoulder, that showed rotator cuff tendinitis, no obvious rotator cuff tear was observed. On (B)(6) 2018, patient was recommended physical therapy, anti-inflammatories and injection. As of (B)(6) 2018, patient had an MRI scan which showed rotator cuff tendinitis and patient continued to struggle with some pain and overhead activities. As treatment patient's right shoulder was prepped in sterile fashion, 8 cc of 1% lidocaine and 2 cc of dexamethasone 4 mg/ml were drawn up and infiltrated into the subacromial space from the posterior approach without difficulty. The patient tolerated the procedure well. Patient was given a prescription of physical therapy. As of 30-apr-2018, patient was doing very well, had 70% improvement with the injection. It was reported that right shoulder impingement was improving. On the same day, patient again received 8 cc of 1% lidocaine and 2 cc of dexamethasone 4 mg/ml injection. The patient tolerated the procedure well. Corrective treatment: naproxen, meloxicam, paracetamol (tylenol) and a methylprednisolone tapering dose for all events except device malfunction; physical therapy, anti-inflammatories, 8 cc of 1% lidocaine and 2 cc of dexamethasone 4 mg/ml injection for burning, aching and dull right shoulder pain ; medrol dosepak for discomfort in both knees and knees were swollen to gargantuan size/significant swelling and not reported for other events outcome: recovering for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51543. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for could not walk, hurt to kneel down, pain in his calves that was an 8 or 9 on the pain scale, could barely hobble as long as someone helped him up from a sitting position, knee pain was between 9 and 10 constantly, and brought tears to his eyes, device malfunction follow up information was received on 21-dec-2017. No new information was received. Follow up information was received on 15-jan-2018. Global ptc number was added. Additional information was received on 15-aug-2018 from a lawyer. Patient's medical history was added. Additional events of rbc was low, hemoglobin low, hematocrit low and burning, aching and dull right shoulder pain were added along with details. Dose of synvisc one was added and indication was updated. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 04-sep-2018 from the healthcare professional. Patient's medical history was updated with right knee arthroscopy. Event of impingement syndrome/ rotator cuff tendonitis was added with details. Treatment medrol dosepak added. Clinical course updated and text amended accordingly. Follow up was received on 05-nov-2018 from lawyer. Related case ID was added. Text amended accordingly. Based on the information received on 04-jun-2021 the case was identified as duplicate of case (B)(4), all the information from case (B)(4) was transferred to case (B)(4) and the case (B)(4) was prepared for deletion. Clinical course updated and text amended accordingly.

Event description:
Could not walk. Hurt to kneel down [pain upon movement]. Pain in his calves that was an 8 or 9 on the pain scale. Could barely hobble as long as someone helped him up from a sitting position [mobility decreased]. Device malfunction. Knee pain was between 9 and 10 constantly, and brought tears to his eyes/some pain with flexion [knee pain] ([condition worsened], [knee swelling], [discomfort in joints], [effusion (l) knee], [joint tenderness]). Rbc low [rbc decreased]. Hemoglobin low [hemoglobin decreased]. Hematocrit low [hematocrit decreased]. Burning, aching and dull right shoulder pain [shoulder pain]. Impingement syndrome/ rotator cuff tendonitis [impingement syndrome shoulder]. Case narrative: this case was cross referenced with case ID (B)(4) (duplicate). This unsolicited legal case from united states was received on 21-dec-2017 from a patient. This case concerns a 57 years old male patient who received treatment with synvisc one injection and after few hours could not walk, hurt to kneel down, knees were swollen to gargantuan size/significant swelling, discomfort in both knees, knee pain was between 9 and 10 constantly, and brought tears to his eyes and could barely hobble as long as someone helped him up from a sitting position, after unknown latency had pain in his calves that was an 8 or 9 on the pain scale. Also device malfunction was identified for the reported lot number. Also after 14 days, patient's rbc was low, hemoglobin low, hematocrit low and burning, aching and dull right shoulder pain. After 3 months 27 days, patient was diagnosed with impingement syndrome/ rotator cuff tendonitis. Medical history included right knee arthroscopy on (B)(6) 2014, lower back pain since many years and left buttock pain with some radiation into the lateral thigh, left leg tingling for 1 month, pain in both knees, right medial knee pain for 6 weeks, pain in tail bone, aching and throbbing pain and stiffness in left index finger, arthritis, lower lumbar pain and burning since spring of 2015, no specific injury, myofascial pain, piriformis dysfunction, bilateral hand osteoarthritis and bilateral osteoarthritis of knee. Patient had no history of allergy to chicken, eggs, feathers, or bird protein and was not treated with any immunosuppressants. The patient had no prosthetic devices in his body. Patient did not use tobacco. Patient had previously received synvisc-one two times in the knees (on (B)(6) 2016 and (B)(6) 2017) for osteoarthritis in both knees, and he described that experience as "grand, awesome" in terms of the benefit he received, but had no other recent knee therapy. On (B)(6) 2017, at 04:00 pm patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) for knee pain and bilateral osteoarthritis after preparing both knees in sterile fashion. The patient tolerated the procedure well. On the same day, 5 hours after the injections, patient had significant swelling and discomfort in both knees. Patient was placed on medrol dosepak and continued taking meloxicam. Patient was also doing compression and ice. By about 10 pm that evening, the patient noticed that it hurt to kneel down, and when he checked his knees, both were swollen to gargantuan size. By midnight that night the patient could not walk, or could barely hobble as long as someone helped him up from a sitting position. It was reported that his adverse knee reaction symptoms started to improve on (B)(6) 2017, and improvement had been consistent, but he was still far from back to where he was prior to the synvisc-one injections. On a scale of 0 to 10 with 0 no pain and 10 the worst pain, the patient said prior to synvisc-one injections his pain in both knees was at 0, and he was getting the injections to maintain his knees and for the flicker of pain he sometimes got in his knees. After the synvisc one injections, the patient stated that his knee pain was between 9 and 10 constantly, and brought tears to his eyes. Treatment of the synvisc-one reaction consisted of naproxen which did not work well, then meloxicam, tylenol, and a methylprednisolone tapering dose. On (B)(6) 2017, patient's pain in his left knee was about 2 or 3 and in his right knee about 6 or 7. The patient stated that his knees, though swollen, did not seem to be red or hot. Patient also experienced pain in his calves that was an 8 or 9 on the pain scale. The patient experienced no fever, and his knees were not drained, and no cultures were performed. The patient was in overall good health. Also reported that the synvisc-one was ordered into his doctor's office, so he had no information on storage. The patient stated that no other medications were injected into his knee along with the synvisc-one. On (B)(6) 2017, patient's red blood cell (rbc) was 4.24 m/ul (l)(range: 4.40-5.80 m/ul), hemoglobin: 13 g/dl (l) (range: 13.5-17.5), hematocrit: 39.3 % (l) (range: 40.0-50.0). As of (B)(6) 2018, it was reported that for a couple of weeks, knee had improved significantly. Last two weeks were essentially stable and he continued to have swelling in the left knee and pain in both knees extending down into the medial calves, worse with increased activity or after being sitting for an hour and not moving his knees. Left knee has a 1 to 2+ effusion and right knee was without effusion. There was a mild diffuse tenderness about the knees, some pain with flexion. Also reported that both the knees were slowly improving after synvisc one injections of the contaminated batch. Patient would continue meloxicam, activity modification, ice, anti-inflammatories, topical analgesics and would be followed up in a month. As of (B)(6) 2018, it was reported that patient had about 80% to 90% improvement in terms of symptoms but was not quite down to his baseline yet. Patient had x-rays of both knees on the same day and ap, lateral, sunrise and notch views of both knees showed moderate to moderately severe osteoarthritic changes with joint space narrowing, subchondrial sclerosis and small osteophytes. Patient would continue meloxicam and would be given some physical therapies visit for the distal it band syndrome on left knee that probably flared up as a result of the change in the way patient walked and generalized inflammation on joint after the contaminated synvisc one injections. On an unknown date in 2018, patient experienced burning, aching and dull right shoulder pain (severity was 7 on pain scale) worse with extension of his arm and improved with keeping the arm close by his side. Patient was not taking any medications/physical therapy for the pain. On the same day, patient had x-ray and ap, true ap, axillary and y-views showed some ac joint osteoarthritic change and cystic bony lesions in the anteroinferior glenoid consistent with his old bankart lesion repair. Impression was right shoulder early glenohumeral osteoarthritis, probable impingement syndrome. On (B)(6) 2018, patient had MRI of right shoulder, that showed rotator cuff tendinitis, no obvious rotator cuff tear was observed. On (B)(6) 2018, patient was recommended physical therapy, anti-inflammatories and injection. As of (B)(6) 2018, patient had an MRI scan which showed rotator cuff tendinitis and patient continued to struggle with some pain and overhead activities. As treatment patient's right shoulder was prepped in sterile fashion, 8 cc of 1% lidocaine and 2 cc of dexamethasone 4 mg/ml were drawn up and infiltrated into the subacromial space from the posterior approach without difficulty. The patient tolerated the procedure well. Patient was given a prescription of physical therapy. As of(B)(6) 2018, patient was doing very well, had 70% improvement with the injection. It was reported that right shoulder impingement was improving. On the same day, patient again received 8 cc of 1% lidocaine and 2 cc of dexamethasone 4 mg/ml injection. The patient tolerated the procedure well. Corrective treatment: naproxen, meloxicam, paracetamol (tylenol) and a methylprednisolone tapering dose for all events except device malfunction; physical therapy, anti-inflammatories, 8 cc of 1% lidocaine and 2 cc of dexamethasone 4 mg/ml injection for burning, aching and dull right shoulder pain ; medrol dosepak for discomfort in both knees and knees were swollen to gargantuan size/significant swelling and not reported for other events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for could not walk, hurt to kneel down, pain in his calves that was an 8 or 9 on the pain scale, could barely hobble as long as someone helped him up from a sitting position, knee pain was between 9 and 10 constantly, and brought tears to his eyes, device malfunction follow up information was received on 21-dec-2017. No new information was received. Follow up information was received on 15-jan-2018. Global ptc number was added. Additional information was received on 15-aug-2018 from a lawyer. Patient's medical history was added. Additional events of rbc was low, hemoglobin low, hematocrit low and burning, aching and dull right shoulder pain were added along with details. Dose of synvisc one was added and indication was updated. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 04-sep-2018 from the healthcare professional. Patient's medical history was updated with right knee arthroscopy. Event of impingement syndrome/ rotator cuff tendonitis was added with details. Treatment medrol dosepak added. Clinical course updated and text amended accordingly. Follow up was received on 05-nov-2018 from lawyer. Related case ID was added. Text amended accordingly.